Manufacturer narrative:
Doctor was contacted and further information was requested regarding lot number and serial number. This report will be updated if further information is received. The doctor indicated the patient is doing fine and that ovd was used to reform the chamber. No other information was provided. The IFU was reviewed and it includes hypotony as a known complication and adverse reaction.

Event description:
Dr. (B)(6) reported that she had just implanted a tube shunt on a (B)(6) year old patient and that the patient had zero pressure/choroidals.